Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 400 units of insulin, and the insulin gauge was decreasing faster than expected. At the time of the reported event, the insulin gauge displayed 79 units, instead of the expected 260 units. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued using the pump for continued insulin therapy.